Event description:
After implantation with infuse bone graft, it was reported that CT scan showed that pt had "holes" in their vertebral body. A revision surgery was performed approx 4 1/2 months post op to explant the device. It is unk if the infuse bone graft contributed to the reported event.

Event description:
It was reported that after 2 -level open tlif with peek device/infuse bone graft, it was reported that CT scan showed that patient had "holes" in their vertebral body. A revision surgery was performed approximately 4 1/2 months post op to explant the device. In the revision surgery, the reported "holes" seen on the CT were not found. It is unknown if the infuse bone graft contributed to the reported event, but we are filling this MDR out of an abundance of caution.